Event description:
A customer contacted beckman coulter inc. (Bec) stating that their coulter lh 750 hematology analyzer had a fluid leak. Per customer, the volume of the leak was 4 cups and the fluid appeared to be diluent mixed with blood. The customer was unable to determine the source of this leak. The customer was wearing personal protective equipment (ppe) consisting of a lab coat, face shield and gloves at the time of the incident. No injury or exposure was reported. Per customer, they were running cbcs at the time the leak was observed but no erroneous results were observed or reported.

Manufacturer narrative:
A field service engineer (fse) went on-site and found the sample tubing that goes to the flowcell from the t-fitting (under the flow cell) was disconnected. Fse cleaned the area and replaced the tubing and installed a safety ring around the tubing to secure the connection which resolved the leak. The cause of the leak was the disconnected sample tubing from under the flow cell. (B)(4).